Manufacturer narrative:
The patient¿s weight was not provided. (B)(46). Approximate age of device ¿ the day of implant. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that prior to implanting the pump, the surgeon prepared the pump for the 5 running period of the set up process. All components were properly connected and the pump was placed in a water basin. The pump was started with a speed of 3000 rpm. The pump reportedly worked as intended. The pump was connected at the apical cuff during implantation and the outflow graft was sewn to the aorta. During weaning from the heart lung machine, the pump was started at a speed of 3000 rpm and was gradually increased to 5000 rpm. On the system monitor, the perfusionist observed no pump flow. A decision was made to use a new pump. The new pump reportedly worked as intended. No additional information was provided.

Manufacturer narrative:
Review of the submitted log files confirmed low estimated flow values on (B)(6) 2017 despite an increase in the set speed as the system was initialized; however, a specific cause for the low estimated flow values could not be conclusively determined. The pump was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft and apical cuff were not returned. Visual inspection of the pump blood-contacting surfaces upon disassembly of the device revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump header and percutaneous lead bend relief appeared unremarkable. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.